Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's mother reported customer received an e-3 message for their freestyle freedom meter. Customer's mother also reported customer experienced symptoms of shakiness and loss of consciousness. Paramedics were called. However, customer's mother had to disconnect the call and she stated that she would call back to complete the medical survey. Adc customer services made multiple attempts to follow-up with the customer but without any success. There was no report of death or permanent impairment associated with this event.